Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported that her son's blood glucose, carbohydrate intake and insulin history is as follows: at 3:04 am his father, who is a doctor, took him to the emergency room and upon arrival they went to his office where he works and gave him a shot of glucagon.